Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had not been able to urinate since yesterday because they were retaining their urine. Patient said they went to see their healthcare provider and they did a urine test and it showed that the patient had an infection. The patient's healthcare provider (hcp) recommended that they use a catheter. Patient stated that they couldn't make stimulation adjustments because their handset wont turn on. Agent had patient plug the handset cord into the communicator, and the patient noted that nothing happened. Agent reviewed that the cord is likely damaged. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the cord. Patient will continue to monitor symptoms and catheterize if necessary.